Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to login to the station. A technical support specialist noticed the certificates already added in personal but not yet in trusted root, added the same certs in trusted root and rebinding, restarted internet information services and browser, verified the login to both health sight viewer and patient encounter system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to login to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.